Event description:
Pt was implanted with a 4.5mm lcp locking condylar plate about 3 months ago. Post-operatively it was noted that four (4) screws were broken. The pt was returned to the operating room on (B)(6) 2012 for removal of the broken screws. The screw heads were removed and the broken shafts were left in the bone under the plate. The combi holes allowed the surgeon to place new cortex screws into the plate. Surgeon noted that pt was almost healed and pt is reportedly doing fine. This report is #4 of 4 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned an no lot number was provided.